Manufacturer narrative:
The t:slim x2 pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred after the customer took the pump into a pool for 10 minutes. Customer's blood glucose level was 192 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.